Manufacturer narrative:
B5 was updated to correct typos.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking etoposide. Intended administration was 500 ml over a 24 hour period. That the patient's shirt was wet and the chemo droplets were leaking from a filter hole that was about the size of $1 singapore coin suggesting a small leak. There were no reported adverse events.

Event description:
Information was received indicating that an administration set connected to a smiths medical cadd infusion pump was reported to be leaking etoposide. Intended administration was 500 ml over a 24 hour period. That patient's "profanity" was wet and the chemo droplets were leaking from a filter hole that was about the size of (B)(6) coin suggesting a small leak. There were no reported adverse events.

Manufacturer narrative:
Two pictured of smiths medical cadd administration set were received and leak could be observed from the air vent of the filter. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.